Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, the device failed to deploy. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report # 2024168-2015-02621. The following clarifying information was received which amended the initial details, stating one proglide device was used was inaccurate. Three devices were used on a single patient not four as initially reported. This incident was filed as the fourth device used; however, there was no fourth device used. The first proglide device had been filed under medwatch report # 2024168-2015-02618. The second proglide device had been filed under medwatch report # 2024168-2015-02619. The third proglide device had been filed under medwatch report # 2024168-2015-02620.

Manufacturer narrative:
(B)(4). This incident was reported with the absence of any device malfunction, only 3 cases occurred, not 4. There is no device to return and no conclusion can be drawn. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate a product quality issue with respect to manufacture, design or labeling.